Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported medication was leaking around the hub. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. No leakage was observed. A device history record review was completed for provided material number 305127, lot 3083311. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received  material #: 305127 batch#: 3083311 it was reported by customer that defective needle concern verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Bd precisionglide needle 25g x 11/2" tw (0.5mm x 40mm) ref (B)(4) beckton, dickinson and company lot 3083311 defective needle concern additional information from email chain: bd precisionglide needle 25g x 11/2" tw (0.5mm x 40mm) ref (B)(4) beckton, dickinson and company lot 3083311 good morning, I was assisting dr. (B)(6) in clinic this afternoon (B)(6) 2024. He was performing an us guided injection into a patient's foot. We noticed that the needle he had inserted into the patient was leaking medication around the hub instead of through the end of the needle tip. He withdrew the needle and tightened the needle onto the syringe making sure it was firm. He inserted the needle again and pushed the plunger to insert the medication. We then noticed that the liquid was coming out from a small hole on the side of the hub. The medication from the small hole made an audible hissing sound. He withdrew the needle and I assisted opening a new needle and placed onto the syringe so that he could complete the procedure. I also noticed a concern last week during a procedure when I opened and dropped the same exact type of needle onto a sterile procedure tray. The needle fell onto the procedure tray and I noticed a very small piece of blue plastic. Upon closer examination; I could see that the blue hub had a chip in it. Fortunately the defective needle was seen prior to use. I believe that both of these needles are from the same lot and wanted to inform you know about the issue. I have copied my nurse manager on this email. Please let us know how you would like to proceed. Both of the defective needles were pulled from the frisco sports medicine supply closet on the second floor #(B)(6).

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
This MDR is for the hole in the hub material #: 305127 batch#: 3083311 it was reported by customer that defective needle concern verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Bd precisionglide needle 25g x 11/2" tw (0.5mm x 40mm) ref 305127 beckton, dickinson and company lot 3083311 defective needle concern